Manufacturer narrative:
Pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 36 mg/dl that morning and customer had breakfast and blood glucose went up to 362 mg/dl. The customer blood glucose at the time of incident was unknown around 300 mg/dl and current blood glucose is 389 mg/dl. The customer treated their low blood glucose with food and high blood glucose with manual injection. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose and low blood glucose. Based on customer report customer does not allege insulin pump was under delivering and over delivering. The insulin pump will be returned for analysis.